Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, discussed that it looks like the qrs widens but rate stays the same with t wave oversensing. This sicd system remains in service. No additional adverse patient effects were reported.